Event description:
Medwatch report from user facility indicates revision surgery was needed due to related hardware failure from previous surgery on (B)(6) 2005. A (B)(6) year old male baseball player with asla repair of left shoulder. In (B)(6) 2006, required add'l surgery due to decreased range of motion and pain.

Manufacturer narrative:
Device is not being returned for eval; therefore, no determination could be made for the reported incident. (B)(4). (B)(4) 2007.